Event description:
It was reported that the bd syringe 3ml ll bns label was missing. The following information was provided by the initial reporter: "the customer received 1 cs of this item and there was no identifying label." We ask that you assist with a credit or a replacement to the customer. I have listed the customer's shipping details below in case you do decide to send a replacement. Customer: (B)(6). Po# (B)(4) / item# 301073

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: three photos of 3ml luer-lok syringes were received by bd. A quality engineer was able to examine the photos regarding item 301073. Each of the three images shows a different image of the inside of a cardboard box carton with a bag of hundreds of syringes inside. The reported defect cannot be confirmed from the photos provided. The reported defect was not identified in the photos received. Additionally, the batch number was not provided, therefore, no corrective actions are required at this time. A device history record review could not be performed on model 301073 because a batch number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.